Manufacturer narrative:
The investigation confirmed the customer's calibration and qc data were acceptable. There was no indication for a performance issue of reagent. The customer's sample pre-analytic details were requested but not provided. The field service engineer replaced additional parts and performed adjustments to the system. He performed a barcode test, performance testing, and qc with acceptable results. After service, the customer did not report any further issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer replaced various parts and performed adjustments. He performed performance testing with acceptable results. He performed calibration and qc with acceptable results. After service, the customer had ongoing issues. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys total psa immunoassay and elecsys tsh assay results for two patients tested on a cobas e411 rack. The initial results were reported outside the laboratory. The customer performed repeat testing with the samples on the same instrument for confirmation. On (B)(6) 2020, patient 1's initial total psa result was 0.175 ng/ml, and the patient's repeat result was 28.47 ng/ml. On (B)(6) 2020, patient 2's initial tsh result was 0.018 uiu/ml, and the patient's repeat results were 1.38 uiu/ml and 1.33 uiu/ml. The customer determined the repeat results were correct. The total psa reagent lot number was 419358 with an expiration date of 30-nov-2020. The tsh reagent lot number was 448607 with an expiration date of 30-apr-2021.